Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump did not function and displayed an error message during set up. The pump was not used for the procedure. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump did not function and displayed an error message during set up. The pump was not used for the procedure. There was no pt involvement.